Event description:
Date of surgery: 2007. It was reported that an instrument was being hit with the mallet, the little screw that shows the height jumped off the instrument, resulting in the md no longer being able to see the height. The patient was scheduled to have a 3 level disc prosthesis but was only able to have a 1 level procedure performed due to the malfunction. Surgery was interrupted and had to be rescheduled for a future date. No patient complications were reported.

Manufacturer narrative:
Device has not been returned to the manufacturer; therefore, product evaluation is not possible. Unable to determine the cause of the event.